Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture/ rupture d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent primary breast augmentation with an unknown mentor gel implants experienced bilateral rupture and bilateral capsular contracture post procedure. Thickened capsules, intracapsular right rupture, and extracapsular left rupture was noted during explant. Explant and exchange were performed on (B)(6) 2025. The right sided rupture was reported initially under 1645337-2025-00269. On (B)(6) 2025 mentor received additional information and initial awareness of bilateral issues. This report relates to the left prosthesis.

Manufacturer narrative:
Additional information was received on march 6, 2025. The implants were found to be non-mentor devices, manufactured by a different company. Therefore, no further reporting will be performed on this event. Manufacturer¿s reference number: (B)(4).